Event description:
It was observed that during the device evaluation, the subject device exhibited: the nozzle had foreign objects. The bending section cover had foreign objects the adhesive on the bending section cover had foreign objects. The connecting tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.